Manufacturer narrative:
Device not returned to manufacturer. As the complaint product was not returned to precision spine, no evaluation could be performed. The complaint could not be confirmed and no root cause could be determined. Review of manufacturing history records for (B)(4) lot 00054sm found twenty-two (22) pieces of this lot were released with no deviation or anomalies. Two-year complaint history review found two (2) previous reports of tip breakage for this lot.

Manufacturer narrative:
Investigation in process but not yet complete. Upon completion, a follow up report will be submitted.

Event description:
During a procedure performed on (B)(6) 2017, the tip of the modular screw driver broke during insertion of a pedicle screw. The doctor was unable to retrieve the tip and it remains in the head of the screw implanted in the patient.